Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid ingress in the system controller bulkhead was confirmed. The system controller, serial (B)(4), housing was opened to assess the extent of the fluid ingress. The controller contained dark green fluid ingress in the bulkhead connector, housing, and main pcb. The fluid ingress in the bulkhead connector made it difficult to press the driveline disconnect button. The fluid ingress did not affect the functionality of the controller otherwise. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the fluid ingress was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07654. It was reported that the patient's modular cable had damages to the outer layer. The cable was repaired with rescue tape. The modular cable was replaced on (B)(6) 2021. After the replacement, the ventricular assist device (vad) coordinator recognized a green colored substance on the connector of the old modular cable on the system controller side. The system controller was returned to the manufacturer with the exchanged modular cable. Analysis of the returned system controller found green fluid inside the bulkhead assembly.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid ingress in the system controller bulkhead was confirmed. The system controller, serial (B)(4), housing was opened to assess the extent of the fluid ingress. The controller contained dark green fluid ingress in the bulkhead connector, housing, and main pcb. The fluid ingress in the bulkhead connector made it difficult to press the driveline disconnect button. The fluid ingress did not affect the functionality of the controller otherwise. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the fluid ingress was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07654. It was reported that the patient's modular cable had damages to the outer layer. The cable was repaired with rescue tape. The modular cable was replaced on (B)(6) 2021. After the replacement, the ventricular assist device (vad) coordinator recognized a green colored substance on the connector of the old modular cable on the system controller side. The system controller was returned to the manufacturer with the exchanged modular cable. Analysis of the returned system controller found green fluid inside the bulkhead assembly.